Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. It was reported that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.